Event description:
Healthcare professional reported a "port leak" of a lap-band system. The port was removed and replaced.

Manufacturer narrative:
(B)(4). Allergan has rec'd the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, serial number and implant date provided by the reporter, the connector type is assumed to be a tapper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."